Event description:
Voluntary medwatch received states that the right atrial lead exhibited under-sensing. Programming changes were made. Patient status was not reported.

Manufacturer narrative:
The right ventricular (rv) lead reported in a separate medwatch#mw5183390.